Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) replaced a faulty 2-way solenoid valve on the sampling mechanism. The fse replaced the substrate and syringe seal (ptfe) tip as a precaution. The fse adjusted the hand touch ad value (liquid level) from 380 to 314. The fse then adjusted the level sensing and verified clot detection adjustment, and checked all fluidic tubing connections. The fse then proceeded to calibrate and run precision on two (2) levels of quality controls, which passed. The aia-360 instrument was functioning as designed after completing the repair. No further action was required. The aia-360 instrument, serial number (B)(4), was installed at the customer's account on (B)(6) 2017. A complaint history review and service history review for similar complaints was conducted from (B)(6) 2017 through (B)(6) 2018. There were two (2) similar complaints identified during the search period, which includes this event. The aia-360 operator's manual under safety precautions indicates to contact tosoh personnel for servicing the aia-360. The most probable cause of the reported event was due to a faulty 2-way solenoid valve.

Event description:
On (B)(6) 2018, the customer reported that correlation studies for (ipth) intact parathyroid hormone on the aia-360 instrument did not pass for a second time (refer to MFR number 8031673-2018-00155 / importer number (B)(4) for the 1st event). The aia-360 instrument, serial number (B)(4), was installed at the account on (B)(6) 2017; calibration and quality controls passed without any issues. No correlation studies were performed at the time of installation because patient specimens were not available at that time. Due to the imprecision in ipth results during correlation studies with the aia-360 instrument a tosoh field service engineer was dispatched for further action.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Manufacturer narrative:
(B)(4), per exemption number e2017013. The initial MDR submission had the serial number of the instrument incorrectly reported as (B)(4) but should have been (B)(4).